Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal tip on the jaws separated from the main jaws which caused more bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Please disregard the previous entry. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Heavy tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "break/bent wire.¿ since there was blood and tissue observed to the device it can be concluded that the most probable cause of the damage is during insertion/retraction of the hemopro through the cannula during setup of the device. The IFU states that the harvesting tool should be held approximately 6 inches from the tips and inserted carefully with the jaws closed and ensuring that the tips of the jaw are oriented upwards to prevent damage. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Heavy tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "break/bent wire.¿ since there was blood and tissue observed to the device it can be concluded that the most probable cause of the damage is during insertion/retraction of the hemopro through the cannula during setup of the device. The IFU states that the harvesting tool should be held approximately 6 inches from the tips and inserted carefully with the jaws closed and ensuring that the tips of the jaw are oriented upwards to prevent damage. There is no existing CAPA/fir for the reported failure mode; no escalation is required at this time since the device was not returned; therefore the complaint cannot be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal tip on the jaws separated from the main jaws which caused more bleeding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.